Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller unit. The arctic sun was evaluated upon receipt. There was a noise found coming from the chiller unit while device was undergoing functional testing. The chiller assembly was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that biomed troubleshooting alert 02 (low flow) on the arctic sun device. Mis had nurse go up to the bedside since the device was on patient. Initial inlet pressure was -7psi, flow rate was 0lpm, circulation pump command was 52 percentage, system hours were 9397 and pump hours were 8689. Nurse tried to start therapy, device primed then stopped. Nurse disconnected and reconnected pads using proper technique. The device primed then stopped again. The pads were brand new. Nurse stopped, emptied and disconnected pads and placed device in manual control with inlet pressure was -7psi, flow rate was 0lpm, circulation pump command was 49 percentage. This could be a broken flow meter. They had another device, but it had given repeated non-recoverable errors. Biomed would let the nurse see if there was another device at their facility. Per sample evaluation results received on (B)(6) 2023, it was reported that the confirmed screeching noise emanating from the chiller during same functional testing. It was stated that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was noted that the double bend tube found expanded during servicing.